Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose level was 500 mg/dl. The customer treated his blood glucose level with a syringe of insulin. The customer had issues with the infusion set and sensor serter. The customer was now off the insulin pump. He was off the insulin pump for at least three months now. The device was not returned.